Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the active exhalation control module and nurse call connector were observed. The device's active exhalation control module and interface board will be replaced to address these issues. Device has been evaluated but the components have not been replaced pending customer approval of estimate.